Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the labeling concern is being attributed to a mix-up during the kitting process where an incorrect label was affixed to packaging.

Event description:
It was reported that the customer received technical service manual (tsm) for 8100 which has an incorrect part#: label "49000893". The correct part#: is 49000698. Per report, the customer was then provided with the tsm with the correct part#: label. There was no patient involvement.